Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an irritation causing burning, unbearable itching, scabs and redness at the pod¿s insertion site while longer than 48 hours. The patient went to urgent care and diagnosed with allergic reaction. The patient was prescribed hydrocortisone cream and hydroxizine tablets (24 mg) to be taken twice a day.